Event description:
A facility reported that the mayfield composite series skull clamp (a1059) unlocked during an unspecified surgery. The issue occurred after one hour of surgery; however, there was no impact on the patient, no increase of surgery time and the same device was used to complete the surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned skull clamp showed a loose swivel lock, and a residue buildup was present. Also, the skull clamp had rotational movement in its swivel lock assembly. Some small parts (small rock ratchet, ss disk ratchet, o-ring, nut) were required to adjust the swivel lock assembly along with general maintenance and cleaning. Additionally, the ratchet extension and the torque screw required marking with the instance number. To resolve all issues, the swivel index knob assembly along with the required internal small parts were replaced; the unit was reassembled, adjusted and a successful function test per manufacturer's specification was performed. Root cause - the complaint is confirmed via inspection of the unit. The unit required cleaning and replacement of worn components due to routine use and wear. Additionally, improper or suboptimal placement of the skull clamp can contribute to movement of the patient during surgery. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a